Event description:
It was reported the device exhibited battery failures and high voltage alarm blockages. Patient involvement is unknown.

Manufacturer narrative:
One device was received for evaluation. The device was observed to be in good condition. The device's event history log was reviewed for evidence of the reported problem and found a record of the high-pressure alarm and battery depleted during pump operation alarm. Functional testing was conducted and was unable to duplicate the reported problem. It was determined that there was a possible defective downstream sensor or disposable product. The downstream sensor was replaced as a preventative measure. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3, d4: UDI unknown, g5: unknown d3, g1,2 email is: (B)(6).